Event description:
The manufacturer received information alleging a ventilator was not delivering pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue.